Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that at an office visit following vns revision surgery, high lead impedance was indicated on diagnostic tests. Reporter said that the surgeon had stated that intraoperative diagnostic were within normal limits with the new lead and generator. It was reported that x-rays had been reviewed by the doctor, and the cause of the impedance could not be identified. The patient underwent exploratory surgery to identify the cause of the high lead impedance. The surgeon removed and reinserted the lead pin, and the high lead impedance resolved. The surgeon stated that the believed air must have entered the header of the generator, forcing the lead pin out when he tightened the set screw.